Event description:
It was reported the patient went to the hospital for 'shock without symptoms'. Oversensing was noted. The ICD and lead were explanted and replaced. No further patient complications were reported as a result of this event.